Event description:
The extension cord from the back of the patient electronic system (pes) had exposed wires. The cord had sparked and shocked the user, the patient's husband. The unit would also shut down at random while in use or when moved when powered on. The user had not experienced any adverse consequences. The pes was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. As received, the unit could not be turned on due to a cut power extension cable. The backplate of the device was removed, and the power supply was connected directly to the device. No loss or interrupted power was observed. The reported filed event was due to a cut power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.